Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter displayed inaccurately low readings compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call. The patient claimed that the meter was reading inaccurately at 8am on (B)(6) 2017 when he obtained alleged inaccurately low blood glucose results of ¿43 and 83 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (no adjustments). He reported that after obtaining the alleged inaccurate results, he administered his usual dose of medication, ¿insulin and pills¿. He reported that 45 minutes after the start of the alleged issue, he developed symptoms of ¿blurry vision and sweaty¿. He denied receiving any treatment for his symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient¿s test strips had been stored correctly and were within expiry date. The patient did not have control solution available to test the meter and test strips and the issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.